Event description:
Pt was undergoing a device implantation under "hde" regulation. Pt suffered an air embolus that resulted in a cardiac arrest, and the need for urgent extra-corporeal membrane oxygenation support. The embolus occurred due to air in the delivery sheath, as the device was being inserted.